Event description:
This unsolicited device case rec'd from (B)(6) on (B)(6)-2014 from an orthopedist. The case involves a (B)(6) female patient who developed fluid retention whilst receiving treatment with synvisc. No past drugs, medical history, concurrent condition and relevant concomitant medications were reported. On (B)(6)-2013, the patient initiated treatment with first dose of intra-articular synvisc injection at a dose of 2 ml, weekly (batch/lot number and expiration date: unknown) into an unspecified knee for gonarthrosis pain relief. On (B)(6)-2013, the patient experienced fluid retention of knee. On (B)(6)-2013, she revisited the hospital and underwent arthrocentesis and 35 ml of the fluid was aspirated. On the same day, the patient rec'd treatment with intra-articular triamcinolone acetonide (kenacort-a). On (B)(6)-2013, the patient rec'd treatment with intra-articular triamcinolone acetonide (kenacort-a). On (B)(6)-2013, the patient rec'd the second dose of synvisc. On (B)(6)-2013, the patient rec'd the third dose of synvisc and therapy was completed the same day. On (B)(6)-2013, the patient underwent arthrocentesis again and 25 ml of the fluid was aspirated. On the same day, intra-articular triamcinolone acetonide (kenacort-a) was administered. On an unspecified date, the patient recovered from the event. Action taken: no action taken. Corrective treatment: triamcinolone acetonide. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporting orthopedist's causality assessment: probably. Seriousness criteria: intervention required.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6)-2014: in this case the patient developed fluid retention after treatment with synvisc. Although the role of device cannot be excluded for the occurrence of the event, however the lack of info regarding the concomitant medications used by the patient precludes the complete case assessment.